Event description:
Additional information: it was reported that the patient received multiple rounds of atp and 2 ICD shocks. The patient had not taken anti-arrhythmic drugs for a couple days prior to presenting to the emergency room. On (B)(6) 2018 the patient experienced sustained ventricular fibrillation. The patient was diuresed and ranexa was added to anti-arrhythmic. Hospice was also called in. On (B)(6) 2018 mexilitine was added. The patients family decided to turn tachytherapies off on ICD. They decided to leave the vad on. On (B)(6) 2018 silenafil was added. On (B)(6) 2018 the patient was discharged home with hospice care.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. Approximate age of device ¿ 2 months, 24 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with the device could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists cardiac arrhythmia and various forms of infection as adverse events that may be associated with the use of heartmate 3 lvas. This IFU also lists arrhythmia as a potential late postimplant complication. This IFU and the heartmate 3 lvas patient handbook contain several sections that provide care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to emergency department with shortness of breath. The patient was transferred to cmc main to the intensive care unit with bilevel positive airway pressure support. The patient was started on antibiotics and diuretics. The patient was in sustained ventricular tachycardia and was cardioverted to sinus rhythm. It was reported an adverse consequence of hypoxia resulted. No further information was reported.